Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
When the nurse tried to insert the stent in, the pigtail of the stent was kinked and the g/w could not pass. So they used another stent to finish the case. Please indicate where the device was stored prior to use. Plastic stent storage box. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Metii-25-480, 0.025inch, 480cm. Were previous procedures carried out prior to placing the device over the particular wire guide? Dr. (B)(6) did sphincterotomy using the tri-25m-p. Was the wire guide inspected for damage prior to use? No. Was the device at the centre of the complaint inspected for damage prior to use? No. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? They used another zso. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v, 4.2mm. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location I the body where the stent device was to be placed cbd, but it happened before use. Was resistance encountered when advancing the wire guide to the target location? No. Was the stricture dilated prior to placing the device? No. Was resistance encountered when advancing the introduction system in place to the target location? No. Was resistance encountered when advancing the stent through the obstructed area? No. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. It happened before use. Did any section of the device detach inside the endoscope or patient? No. If the device broke up on removal, please indicate what removal tool were used it happened before use. Please indicate any other endoscopic accessories that came into contact with the stent or introduction system during the procedure. It happened before use. Were any modifications mage to the complaint device or accessories used with the device in this procedure? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zso-7-9 of unknown lot number was not returned to cirl for evaluation. Therefore, a document- based investigation will be conducted. Prior to distribution zso-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-9 cannot be carried out since the lot number of the device is unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿¿ care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent¿¿ it may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received, it is confirmed that a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.